Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three of five. There was nothing unusual noted with the setup that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr advised the hp to start over with new supplies or use manual supplies to finish therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.